Event description:
This medwatch report was determined to be a duplicate of medwatch report number: 1644487-2008-02826.

Event description:
A scientific abstract was received titled "vagus nerve stimulation may be a sound therapeutic option in the treatment of refractory epilepsy." The abstract discusses 6 patient's with 5 patient's experiencing adverse events: this report is for the one patient who experienced a serious adverse event. A surgical wound infection. This patient had a 50% reduction in seizure frequency, mood improvement and started walking again but developed a surgical wound infection. The patient had their device explanted. The patient had cognitive impairment, a condition that may have contributed to the contamination of the surgical wound. No further information is known at this time.

Manufacturer narrative:
Vagus nerve stimulation may be a sound therapeutic option in the treatment of refractory epilepsy.